Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection of target 360 ultra detachable coil, the additional coil (subject device) was found to be stuck inside the microcatheter. The main coil was found to be severely stretched and broken/fractured. The coil delivery wire and the introducer sheath were not returned. Functional inspection cannot be performed due to the device damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, 5 coils were previously deployed using the returned microcatheter, and there was no allegation against the microcatheter. The subject coil was found to be stuck inside the microcatheter during analysis of target 360 ultra detachable coil. The main coil was noted to be severely stretched and was broken/fractured. Based on the information provided, it is most likely that the subject coil was one of the five coils previously deployed during the case. It is possible that this coil did not completely detach during the procedure and got stuck at the distal tip of the microcatheter when the delivery wire was withdrawn. As a result, this led to the reported jamming when the next coil (i.e. Target 360 ultra detachable coil) was advanced through the microcatheter. Caused by other will be assigned to the as reported (ar) 'device problem unknown/unclear' and as analyzed (aa) 'coil jammed' since the investigation indicates another product caused the issue. An assignable cause of procedural factors will be assigned to the as analyzed (aa) 'main coil stretched' and 'main coil broken/fractured during use' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device found the main coil broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.